Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery alarm was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved by replacing the main batteries and battery harness. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.9 categorized as remediated. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter investigation a follow up medwatch will be submitted. (B)(4).